Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a watercooling malfunction on the arctic sun device. Per review of wo on 28aug2024, there was no patient involvement. Per sample evaluation results received via task on 11nov2024, it was reported that the replacement of the chiller pump was found to be defective during the evaluation of wo-00097213.

Event description:
It was reported that there was a water cooling malfunction on the arctic sun device. Per review of wo on 28aug2024, there was no patient involvement. Per sample evaluation results received via task on 11nov2024, it was reported that the replacement of the chiller pump was found to be defective during the evaluation of (B)(4).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, device was not cooling as t4 did not get cold. Chiller pump was replaced. This device was evaluated for functionality per (B)(4) rev 0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.